Manufacturer narrative:
A4: added patient weight. B7: added medical history. D1: added brand name. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) [assigned]. Andrew j. Aldridge, md. Operative report. Pre/postop diagnosis: large hiatal hernia. Gastroesophageal reflux disease. Procedures performed: robotically-assisted laparoscopic hiatal hernia repair with nissen fundoplication. Upper endoscopy. First assistant: greg cox, pa-c. Complications: none known. Indications for procedure: christine is a 50-year-old woman who presents with a long-standing history of severe gastroesophageal reflux refractory to proton pump inhibitors. She was found to have chronic esophagitis on biopsy. She is also known to have a large paraesophageal hernia. The plan is for a laparoscopic possible open repair. Procedure: ¿after general anesthetic was administered, the patient was appropriately positioned and padded on a bed and tested in steep reverse trendelenburg position. There was no associated shifting. A foley catheter was placed. The patient's abdomen was sterilely prepped and draped. She did have intravenous antibiotics administered prior to skin incision. Surgical timeout confirmed the patient¿s identity and the intended procedure. A veress needle was used to access the abdomen via left upper quadrant stab incision. The abdomen was insufflated with carbon dioxide. A 12-mm port was placed in the left midrectus muscle. This was placed using an optical access trocar under direct visualization with a 5-mm 30-degree laparoscope. Two additional 8-mm ports were placed, one in the left midabdomen and one in the right midabdomen. An additional port was placed in the left midabdomen, this was an 11-mm port for an assistant port. Short gastrics were then divided from the midstomach along the greater curvature up to the spleen. There was a large hiatal hernia identified with approximately 30% of the stomach in the chest. The stomach was reduced. Dissection was carried up until all the short gastrics were divided. The left crus was dissected. Hernia sac was then dissected from the mediastinum. This was carried over the esophagus to the right crus, which was also dissected by dividing the gastrohepatic ligament. A large posterior window was created. There was a significant amount of hernia sac anteriorly, which required resection using ultrasonic shears. The robot was then brought in and attached to the laparoscopic ports. I completed the remainder of the procedure via the robotic console while my assistant remained at the patient¿s bedside. 0-silk sutures were used to reapproximate the crura posterior to the gastroesophageal junction. The crura actually had excellent laxity and were able to be reapproximated primarily without tension. Approximately six sutures were placed posteriorly. A piece of gore dualmesh was then fashioned to 7 x 7-cm dimensions with a small island cut for the esophagus. This was then tacked circumferentially to the crura using interrupted 2-0 silk suture. The fundus was then pulled retro-gastrically through the posterior window and a standard fundoplication was performed using three 0-silk sutures over a 3-cm segment of the gastroesophageal junction. This was a floppy wrap, I was easily able to place my grasper between the gastroesophageal junction and the overlying fundoplication and lift up easily on this area. The patient was then placed in trendelenburg position. The upper abdomen was flooded in saline and an upper endoscopy was performed after removal of the robotic arms from the laparoscopic ports. Endoscope passed easily through the gastroesophageal junction. Stomach was insufflated. There were no air bubbles identified to suggest gastric or esophageal perforation. Stomach was suctioned, endoscope was removed. The instrumentation was removed including a liver retractor, which was also placed at the beginning of the procedure via subxiphoid incision. The remainder of the instrumentation was removed. Port sites were reapproximated with monocryl suture and steri-strips. The patient was extubated and taken to the recovery room in stable condition.¿ product identification records for the alleged ¿gore dualmesh¿ were not provided. (B)(6) 2011: (B)(6). Operative report. Pre/postop diagnosis: recurrent hiatal hernia. Procedure: laparoscopic repair of recurrent hiatal hernia. Upper endoscopy. First assistant: (B)(6), pa-c. Complications: none known. Findings: posterior crura were intact as was the mesh (gore dualmesh). The patient¿s prior nissen fundoplication was also intact. The entire wrap had slipped into the chest through the slightly widened hiatus. Indications for procedure: christine is a 52-year-old woman who had a prior laparoscopic nissen fundoplication which was performed on (B)(6) 2009. The hiatal hernia repair was performed with gore dualmesh. The patient now has a 4-month history of worsening gastroesophageal reflux and a sticking sensation in her lower chest. She had an upper gi swallow demonstrating recurrent hiatal hernia. Plan is for laparoscopic, possible open, repair. Benefits and risks of procedure were explained to the patient including bleeding, infection, perforation of the stomach or esophagus, need to convert to an open procedure and risks of anesthesia. The patient understood these risks and agreed to proceed. Procedure: ¿sequential compression devices were placed. General anesthetic was administered. The patient's abdomen was sterilely prepped and draped. Intravenous antibiotics were administered. Surgical time-out confirmed the patient's identity and the intended procedure. The patient had been placed in lithotomy position and was tested in steep reverse trendelenburg position to ensure there was no shifting of the patient. A stab incision was made in the left subcostal region and the abdomen was insufflated here with a veress needle. A 5 mm 30-degree laparoscope was introduced using an optical access bladeless trocar in the left mid rectus muscle. A 12 mm port and 5 mm port were placed in the left abdomen and a 5 mm port in the right abdomen. A subxiphoid incision was made and the nathanson liver retractor was used to retract the left lobe of the liver. The patient was placed in steep reverse trendelenburg position. Circumferential dissection was performed until both the left and right crux were identified. The stomach was mobilized circumferentially from the hiatus. Once I had a large posterior window I placed a penrose drain and lifted the stomach ventrally. I was able to identify that the posterior crura were completely intact. The gore dualmesh was in place. It was slightly widened posteriorly and this was where the wrap had slipped up into the chest. The wrap was identified, it was perfectly intact, no evidence of slip and it was at the gastroesophageal junction. I did not feel that taking down the wrap and resuturing it would improve the fundoplication. I, therefore, placed a suture posteriorly to reapproximate the mesh at the area of recurrence. This led to decrease size of the esophageal hiatus but I did not feel that I narrowed enough to create dysphagia. The stomach was then tacked with a total of 3 silk sutures to the diaphragmatic crura; 2 on the right side and 1 on the left. This was to prevent retraction up into the mediastinum. A jackson-pratt drain was brought out through the most left-sided incision and secured to the skin with nylon suture. Upper endoscopy was then performed with the patient in trendelenburg position with distention with no evidence of air bubbles to suggest perforation of the stomach or esophagus. The stomach was then suctioned with the endoscope and the endoscope was removed. The abdomen was suctioned and instrumentation removed. Port sites were closed with monocryl suture and steri-strips and sterilely dressed. The patient was extubated and taken to the recovery room in stable condition. She tolerated the procedure well.¿ (B)(6), md. Operative report. Pre/postop diagnosis: recurrent paraesophageal hernia. Gallbladder dyskinesia. Procedure: laparoscopic converted to open paraesophageal hernia repair with mesh. Open cholecystectomy with cholangiogram. Upper endoscopy. First assistant: (B)(6), pa-c. Second assistant: (B)(6), md. Complications: none known. Findings: densely adherent stomach to the patient¿s prior hiatal hernia repair. Recurrent hiatal hernia. Slipped nissen fundoplication with the nissen fundoplication below the level of the gastroesophageal junction. Multiple adhesions to the gallbladder. Indications for procedure: (B)(6) is a 53-year-old woman who presents with a recurrent hiatal hernia. She several months ago had a laparoscopic repair of a recurrent hiatal hernia. However, she has had recurrence through her existing permanent gore dual mesh repair. She also has additional left-sided abdominal pain, which was reproduced with cck administration during hida scan. Plan is for laparoscopic, possible open repair of hiatal hernia as well as cholecystectomy. Benefits and risks of the procedure were explained to the patient. All questions were answered. We specifically discussed the increased risk of need to convert to an open procedure and possibility of gastric or esophageal perforation. She understands these risks and agrees to proceed. Procedure: ¿sequential compression devices were placed. General anesthetic was administered. The patient's abdomen was sterilely prepped and draped. Surgical time-out confirmed the patient's identity and the intended procedure. A left upper quadrant stab incision was created, and the abdomen was insufflated with a veress needle. A 5-mm 30-degree laparoscope was then introduced using an optical access bladeless 5-mm trocar in the right midabdomen. An 11-mm trocar and two additional 5-mm trocars were placed in the left abdomen. A nathanson liver retractor was then used to retract the left lobe of the liver. There were adhesions between the stomach and the left lobe of the liver, which were divided using sharp dissection and bovie electrocautery. There were significant adhesions from the stomach to the hiatal hernia circumferentially. After attempting to work laparoscopically to perform enterolysis, it was clear that there would be poor visualization due to bleeding and that I would be unable to complete the procedure in a safe fashion laparoscopically. I discussed this with the patient's husband. We then proceeded to make an upper midline incision. Bookwalter retraction system was set up. Laparoscopic instrumentation had been removed. The stomach was then circumferentially dissected free of the patient's existing gore dual-mesh. The mesh was then removed by dividing the sutures and then removing the mesh circumferentially. The gastroesophageal junction was brought down below the hiatus. Again, hernia sac was resected circumferentially. The patient's prior nissen fundoplication was identified and the sutures were divided. This left the stomach and esophagus in their normal anatomic position. The crura were then reapproximated with 3 posterior sutures and one anterior suture. I placed a 30-french bougie which easily traversed the hiatal opening. I then placed a gore bio-a absorbable mesh posteriorly to the crura. This was sutured to the diaphragmatic crura circumferentially with approximately 8 sutures. The nissen fundoplication was then performed by reapproximating the fundus over the gastroesophageal junction with 3 silk sutures over a 2.5-cm area of the gastroesophageal junction. The bougie was then removed. Upper endoscopy was then performed with the upper abdomen flooded in saline. There was no evidence of air leak, and there was excellent stomach distension. The stomach was then desufflated with the endoscope. Attention was then turned to the gallbladder. There were multiple adhesions to the gallbladder. These omental adhesions were then divided with bovie electrocautery. The gallbladder was then removed from the gallbladder fossa using a top-down technique with bovie electrocautery. The cystic artery was clipped. The cystic duct was isolated and clipped distally. A small opening in the cystic duct was created, and a cholangiocatheter was introduced and clipped into place. The cholangiogram was then performed, demonstrating what appeared to be normal biliary anatomy with prompt flow of contrast into the duodenum. I did not see any filling defects. This was interpreted by me to be a normal cholangiogram. Cholangiocatheter was then removed. The proximal cystic duct was triply clipped and the cystic duct divided. Gallbladder was passed off and sent as specimen. The patient's mesh was also sent as a gross-only specimen to pathology. A drain was placed in the left upper quadrant and brought out through one of the left-sided trocar incisions. It was secured to the skin with a drain stitch. A midline incision was then reapproximated after placing auto infuser marcaine pumps in the preperitoneal space bilaterally. The fascia was closed with interrupted #1 vicryl sutures. For postoperative analgesia, 40 ml of 0.25% marcaine with epinephrine was infiltrated into the incision and fascia. The subcutaneous tissue was then irrigated and reapproximated with vicryl suture. Skin was closed with running subcuticular suture. The laparoscopic port sites were closed with monocryl suture and steri-strips and sterilely dressed. The patient was extubated and taken to the recovery room in stable condition. She tolerated the procedure well.¿ (B)(6). Implant record. Description: bio-a tissue reinforcement (mesh). Lot number: 8945027. Manufacturer number: hh0710. Manufacturer: gore. Implant site: abdomen. Size: 7 cm x 10 cm. Quantity: 1. The records confirm a gore® bio-a® tissue reinforcement (hh0710/8945027) was implanted during the procedure. (B)(6), md. Pathology report. Accession: ss-12-0000893. Preop clinical dx: not given. Specimen submitted: a) gallbladder and contents. B) mesh from prior hiatal hernia repair. Gross description: a) container a is an appropriately labeled container with the additional label "gallbladder and contents". It holds an intact 7.0 x 2.5 x 2.5 cm gallbladder with a shiny gray/green serosa. The cystic duct is patent. The lumen is opened to reveal viscous green bile, without calculi. The gallbladder mucosa is velvety green/black, without ulcerations or mass lesions. The gallbladder wall is uniform thickness, 2 mm. Representative sections are submitted in one cassette; tissue remains in the container. B) container b is an appropriately labeled container with the additional label "mesh from prior hiatal hernia". It holds a fragmented 11 x 1.5 x 0.2 cm portion of tan synthetic membrane with minimal adherent clotted blood. No distinct tissue is present for microscopic evaluation. No inscription or other orienting insignia is present on the membrane. This mesh is for gross examination only. Microscopic description: a) sections demonstrate gallbladder with intact mucosa. The lamina propria has focal fibrosis and patchy lymphocytic inflammation. No acute inflammation is seen. There is no neoplasm. Diagnosis: a) gallbladder, cholecystectomy: chronic cholecystitis. B) mesh from prior hiatal hernia repair, removal: synthetic mesh (gross evaluation only). Records between 2/23/2012 and 1/22/2018 were not provided. (B)(6), md. Operative report. Pre/postop diagnosis: right inguinal hernia, reducible (unilateral inguinal hernia without obstruction or gangrene, not specified as recurrent, k40.90). Procedure: open repair of reducible right inguinal hernia with mesh. First assistant: (B)(6), md, pgy4. Specimen: none. Complications: none known. Implants: prolene hernia system medium mesh. Phs medium. Findings: indirect inguinal hernia/lipoma. Weak direct space floor. Indications for procedure: the patient presents with a symptomatic, reducible inguinal hernia on examination. Plan is for open repair. Benefits and risks of the procedure explained to the patient including bleeding, infection, damage to other structures, recurrence, and risks of anesthesia. The patient also understands the possibility that she will have chronic numbness or pain. Procedure: ¿general anesthetic was administered. The patient¿s right groin was sterilely prepped and draped. Intravenous antibiotics were administered. Surgical time-out confirmed the patient¿s identity and the intended procedure. Incision was made in the right groin region. Dissection was carried down to the external oblique aponeurosis which was divided in the direction of its fibers. Ilioinguinal nerve identified and resected. Round ligament was isolated medially using a penrose drain. There was a lipoma present running with the round ligament which was dissected back to the internal ring. This was clamped and resected at the internal ring, with the base ligated with 2-0 vicryl. The lipoma was discarded. The direct space was very weak and attenuated. A small incision was made over the direct space and the preperitoneal space was expanded with a ray-tec sponge which was then removed. The preperitoneal portion of a phs medium mesh was then placed into the preperitoneum and the direct space was closed over that portion of the mesh. A lateral slit was cut in the mesh and used to encircle the round ligament creating a new internal ring. This was secured with monofilament suture. The mesh was then secured medially to the tissues overlying the pubic tubercle, inferiorly to the shelving edge of the iliopubic tract, and superiorly to the conjoint tendon. Local anesthetic was infiltrated into the soft tissue. External oblique aponeurosis was reapproximated with vicryl suture and the wound was closed in layers using vicryl and monocryl suture and steri-strips and sterilely dressed. The patient tolerated the procedure well.¿ disposition: plan will be for discharge to home after recovery. The patient is to follow up in my office in 2 weeks. She is to call for fever, increased pain, wound infection, or other concerns. Prescription for pain medication provided. (B)(6). Implant record. Description: prolene hernia system. Implant site: right inguinal. (B)(6), md. Operative report. Pre/postop diagnosis: reducible, recurrent incisional hernia without obstruction or gangrene, k43.2. Procedure: open repair of recurrent incisional hernia with mesh. First assistant: erin enlow, pa-c. Second assistant: eugene lin, ms2. Complications: none known. Implants: proceed 4.3 cm proceed mesh. Specimen: none. Findings: reducible incisional hernia. Indications for procedure: the patient presents with bulging along her prior midline incision which has grown progressively larger and more uncomfortable. She has had no evidence of bowel obstruction. She presents for elective repair. The benefits and risks of the procedure are explained to the patient including bleeding, infection, recurrence, need for mesh removal, damage to other structures and risks of anesthesia. She understands these risks and agrees to proceed. Procedure: ¿general anesthetic was administered. The patient's abdomen was sterilely prepped and draped. Intravenous antibiotics were administered. Surgical time out confirmed the patient's identity and the intended procedure. Midline incision was reopened over the hernia. Dissection was carried down to the hernia defect. Hernia sac dissected from surrounding tissue and the fascia and then amputated at the fascial level. The defect was 2 cm in diameter. I palpated intra-abdominally and there were no significant adhesions in this area. I then used a piece of 4.3 cm proceed mesh and secured this transfascially with four #1 vicryl sutures. The fascia was then closed over the defect with #1 vicryl sutures. The wound was closed in layers using vicryl suture and steri-strips and sterilely dressed. Local anesthetic was infiltrated into the fascia and skin and subcutaneous tissue for postoperative analgesia. The patient was extubated and returned to the recovery room in stable condition. The patient tolerated the procedure well.¿ plan: the plan will be for discharge home after recovery. The patient already has a prescription for pain medication for her chronic back pain and will use this for postoperative analgesia. Follow up will be in my office in 2-3 weeks. Standard wound care instructions were given. (B)(6). Implant record. Description: proceed ventral patch. Implant site: mid abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional health effect clinical code . H6: updated health effect clinical code . H6: updated investigation findings. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code (3191: appropriate term/code not available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2009 through (B)(6) 2011 were not provided. Patient information: medical history: gastroesophageal reflux disease. Chronic esophagitis. Prior surgical procedures: [none provided]. Implant preoperative complaints: (B)(6) 2009: [the patient] ¿is a 50-year-old woman who presents with a long standing history of severe gastroesophageal reflux refractory to proton pump inhibitors. She was found to have chronic esophagitis on biopsy. She is also known to have a large paraesophageal hernia. The plan is for a laparoscopic possible open repair.¿ implant procedure: robotically assisted laparoscopic hiatal hernia repair with nissen fundoplication. Implant: gore® dualmesh® biomaterial (unk/unk). Implant date: (B)(6) 2009. Description of hernia being treated: ¿short gastrics were then divided from the midstomach along the greater curvature up to the spleen. There was a large hiatal hernia identified with approximately 30% of the stomach in the chest. The stomach was reduced. Dissection was carried up until all the short gastrics were divided. The left crus was dissected. Hernia sac was then dissected from the mediastinum. This was carried over the esophagus to the right crus, which was also dissected by dividing the gastrohepatic ligament. A large posterior window was created. There was a significant amount of hernia sac anteriorly, which required resection using ultrasonic shears. The robot was then brought in and attached to the laparoscopic ports. I completed the remainder of the procedure via the robotic console while my assistant remained at the patient¿s bedside. 0-silk sutures were used to reapproximate the crura posterior to the gastroesophageal junction. The crura actually had excellent laxity and were able to be reapproximated primarily without tension. Approximately six sutures were placed posteriorly.¿ implant size and fixation: ¿a piece of gore dualmesh was then fashioned to 7 x 7 cm dimensions with a small island cut for the esophagus. This was then tacked circumferentially to the crura using interrupted 2-0 silk suture. The fundus was then pulled retro gastrically through the posterior window and a standard fundoplication was performed using three 0-silk sutures over a 3-cm segment of the gastroesophageal junction. This was a floppy wrap, I was easily able to place my grasper between the gastroesophageal junction and the overlying fundoplication and lift up easily on this area.¿ no post operative records were provided. Relevant medical information: (B)(6) 2011: laparoscopic repair of recurrent hiatal hernia. Upper endoscopy. ­ ¿posterior crura were intact as was the mesh (gore dualmesh). The patient¿s prior nissen fundoplication was also intact. The entire wrap had slipped into the chest through the slightly widened hiatus.¿ ­ ¿circumferential dissection was performed until both the left and right crux were identified. The stomach was mobilized circumferentially from the hiatus. Once I had a large posterior window I placed a penrose drain and lifted the stomach ventrally. I was able to identify that the posterior crura were completely intact. The gore dualmesh was in place. It was slightly widened posteriorly and this was where the wrap had slipped up into the chest. The wrap was identified, it was perfectly intact, no evidence of slip and it was at the gastroesophageal junction. I did not feel that taking down the wrap and resuturing it would improve the fundoplication. I, therefore, placed a suture posteriorly to reapproximate the mesh at the area of recurrence. This led to decrease size of the esophageal hiatus but I did not feel that I narrowed enough to create dysphagia. The stomach was then tacked with a total of 3 silk sutures to the diaphragmatic crura; 2 on the right side and 1 on the left. This was to prevent retraction up into the mediastinum.¿ explant preoperative complaints: (B)(6) 2012: [the patient] ¿is a 53-year-old woman who presents with a recurrent hiatal hernia. She several months ago had a laparoscopic repair of a recurrent hiatal hernia. However, she has had recurrence through her existing permanent gore dual mesh repair. She also has additional left sided abdominal pain, which was reproduced with cck administration during hida scan. Plan is for laparoscopic, possible open repair of hiatal hernia as well as cholecystectomy.¿ explant procedure: laparoscopic converted to open paraesophageal hernia repair with mesh. Open cholecystectomy with cholangiogram. Upper endoscopy. Explant date: (B)(6) 2012 . ¿a nathanson liver retractor was then used to retract the left lobe of the liver. There were adhesions between the stomach and the left lobe of the liver, which were divided using sharp dissection and bovie electrocautery. There were significant adhesions from the stomach to the hiatal hernia circumferentially. After attempting to work laparoscopically to perform enterolysis, it was clear that there would be poor visualization due to bleeding and that I would be unable to complete the procedure in a safe fashion laparoscopically. I discussed this with the patient's husband. We then proceeded to make an upper midline incision. Bookwalter retraction system was set up. Laparoscopic instrumentation had been removed. The stomach was then circumferentially dissected free of the patient's existing gore dual-mesh. The mesh was then removed by dividing the sutures and then removing the mesh circumferentially. The gastroesophageal junction was brought down below the hiatus. Again, hernia sac was resected circumferentially. The patient's prior nissen fundoplication was identified and the sutures were divided. This left the stomach and esophagus in their normal anatomic position. The crura were then reapproximated with 3 posterior sutures and one anterior suture. I placed a 30 french bougie which easily traversed the hiatal opening. I then placed a gore bio-a absorbable mesh posteriorly to the crura. This was sutured to the diaphragmatic crura circumferentially with approximately 8 sutures. The nissen fundoplication was then performed by reapproximating the fundus over the gastroesophageal junction with 3 silk sutures over a 2.5 cm area of the gastroesophageal junction. The bougie was then removed. Upper endoscopy was then performed with the upper abdomen flooded in saline. There was no evidence of air leak, and there was excellent stomach distension. The stomach was then desufflated with the endoscope.¿ records indicate that a gore® bio-a® tissue reinforcement device was implanted during the (B)(6) 2012 procedure. No allegations were made regarding this device. Relevant medical information: (B)(6) 2012: pathology: ¿container b is an appropriately labeled container with the additional label ¿mesh from prior hiatal hernia¿. It holds a fragmented 11 x 1.5 x 0.2 cm portion of tan synthetic membrane with minimal adherent clotted blood. No distinct tissue is present for microscopic evaluation. No inscription or other orienting insignia is present on the membrane. This mesh is for gross examination only.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (3191: appropriate term/code not available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2009 through (B)(6) 2011 were not provided. Patient information: medical history: gastroesophageal reflux disease; chronic esophagitis. Prior surgical procedures: [none provided]. Implant preoperative complaints: (B)(6) 2009: [the patient] ¿is a 50-year-old woman who presents with a long-standing history of severe gastroesophageal reflux refractory to proton pump inhibitors. She was found to have chronic esophagitis on biopsy. She is also known to have a large paraesophageal hernia. The plan is for a laparoscopic possible open repair.¿ implant procedure: robotically assisted laparoscopic hiatal hernia repair with nissen fundoplication. Implant: gore® dualmesh® biomaterial (unk/unk). Implant date: (B)(6) 2009. Description of hernia being treated: ¿short gastrics were then divided from the midstomach along the greater curvature up to the spleen. There was a large hiatal hernia identified with approximately 30% of the stomach in the chest. The stomach was reduced. Dissection was carried up until all the short gastrics were divided. The left crus was dissected. Hernia sac was then dissected from the mediastinum. This was carried over the esophagus to the right crus, which was also dissected by dividing the gastrohepatic ligament. A large posterior window was created. There was a significant amount of hernia sac anteriorly, which required resection using ultrasonic shears. The robot was then brought in and attached to the laparoscopic ports. I completed the remainder of the procedure via the robotic console while my assistant remained at the patient¿s bedside. 0-silk sutures were used to reapproximate the crura posterior to the gastroesophageal junction. The crura actually had excellent laxity and were able to be reapproximated primarily without tension. Approximately six sutures were placed posteriorly.¿ implant size and fixation: ¿a piece of gore dualmesh was then fashioned to 7 x 7-cm dimensions with a small island cut for the esophagus. This was then tacked circumferentially to the crura using interrupted 2-0 silk suture. The fundus was then pulled retro-gastrically through the posterior window and a standard fundoplication was performed using three 0-silk sutures over a 3-cm segment of the gastroesophageal junction. This was a floppy wrap, I was easily able to place my grasper between the gastroesophageal junction and the overlying fundoplication and lift up easily on this area.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2011: laparoscopic repair of recurrent hiatal hernia. Upper endoscopy. ­ ¿posterior crura were intact as was the mesh (gore dualmesh). The patient¿s prior nissen fundoplication was also intact. The entire wrap had slipped into the chest through the slightly widened hiatus.¿ ­ ¿circumferential dissection was performed until both the left and right crux were identified. The stomach was mobilized circumferentially from the hiatus. Once I had a large posterior window I placed a penrose drain and lifted the stomach ventrally. I was able to identify that the posterior crura were completely intact. The gore dualmesh was in place. It was slightly widened posteriorly and this was where the wrap had slipped up into the chest. The wrap was identified, it was perfectly intact, no evidence of slip and it was at the gastroesophageal junction. I did not feel that taking down the wrap and resuturing it would improve the fundoplication. I, therefore, placed a suture posteriorly to reapproximate the mesh at the area of recurrence. This led to decrease size of the esophageal hiatus but I did not feel that I narrowed enough to create dysphagia. The stomach was then tacked with a total of 3 silk sutures to the diaphragmatic crura; 2 on the right side and 1 on the left. This was to prevent retraction up into the mediastinum.¿ explant preoperative complaints: (B)(6) 2012: [the patient] ¿is a 53-year-old woman who presents with a recurrent hiatal hernia. She several months ago had a laparoscopic repair of a recurrent hiatal hernia. However, she has had recurrence through her existing permanent gore dual mesh repair. She also has additional left-sided abdominal pain, which was reproduced with cck administration during hida scan. Plan is for laparoscopic, possible open repair of hiatal hernia as well as cholecystectomy.¿ explant procedure: laparoscopic converted to open paraesophageal hernia repair with mesh. Open cholecystectomy with cholangiogram. Upper endoscopy. Explant date: (B)(6) 2012: ¿a nathanson liver retractor was then used to retract the left lobe of the liver. There were adhesions between the stomach and the left lobe of the liver, which were divided using sharp dissection and bovie electrocautery. There were significant adhesions from the stomach to the hiatal hernia circumferentially. After attempting to work laparoscopically to perform enterolysis, it was clear that there would be poor visualization due to bleeding and that I would be unable to complete the procedure in a safe fashion laparoscopically. I discussed this with the patient's husband. We then proceeded to make an upper midline incision. Bookwalter retraction system was set up. Laparoscopic instrumentation had been removed. The stomach was then circumferentially dissected free of the patient's existing gore dual-mesh. The mesh was then removed by dividing the sutures and then removing the mesh circumferentially. The gastroesophageal junction was brought down below the hiatus. Again, hernia sac was resected circumferentially. The patient's prior nissen fundoplication was identified and the sutures were divided. This left the stomach and esophagus in their normal anatomic position. The crura were then reapproximated with 3 posterior sutures and one anterior suture. I placed a 30-french bougie which easily traversed the hiatal opening. I then placed a gore bio-a absorbable mesh posteriorly to the crura. This was sutured to the diaphragmatic crura circumferentially with approximately 8 sutures. The nissen fundoplication was then performed by reapproximating the fundus over the gastroesophageal junction with 3 silk sutures over a 2.5-cm area of the gastroesophageal junction. The bougie was then removed. Upper endoscopy was then performed with the upper abdomen flooded in saline. There was no evidence of air leak, and there was excellent stomach distension. The stomach was then desufflated with the endoscope.¿ records indicate that a gore® bio-a® tissue reinforcement device was implanted during the (B)(6) 2012 procedure. No allegations were made regarding this device. Relevant medical information: (B)(6) 2012: pathology: ¿container b is an appropriately labeled container with the additional label ¿mesh from prior hiatal hernia¿. It holds a fragmented 11 x 1.5 x 0.2 cm portion of tan synthetic membrane with minimal adherent clotted blood. No distinct tissue is present for microscopic evaluation. No inscription or other orienting insignia is present on the membrane. This mesh is for gross examination only.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on (B)(6) 2009 whereby a unknown gore device was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, mesh failure and additional surgery. Additional event specific information was not provided.